Manufacturer narrative:
Isi did receive a da vinci product involved with this complaint to perform failure analysis. The psc ccc was analyzed. Failure analysis confirmed but could not replicate the reported issue. Upon logs review, failure analysis found the following: error 48308 was found on 28-apri-2026; on 30-apr-2026, psc cc was replaced; on 27-may-2026, despite the components replacement, the system reported error 48308 again, indicating the issue persisted. Visual inspection found no issue related to the event. The unit was installed onto a known good system and powered on with no issues. Then the golden system was set to run ten power cycles and sit idle for two days. Once the testing was completed, the system error log was inspected, but no error could be identified. Fiber cables light level was checked, and all channels are well within normal range. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse swapped the blue fiber cables (bfc) across all vision side cart (vsc) ports, but the low light levels to the patient side cart (psc) followed the cable regardless of which port was connected to. After reviewing logs and performing additional diagnostics, the fse replaced the psc common compute controller (ccc) board to resolve the issue. The system was tested and verified as ready for use. The missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable. Field h10 is blank as there are no related report numbers.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, a non-recoverable error occurred, the front screen turned black, and universal surgical manipulator (usm) arms turned yellow. Intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the technical support engineer (tse) after the procedure to report the issues. The csr stated that the customer had performed a hard power cycle. The tse found error 48308 in the logs. There was no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the clinical sales representative (csr) and obtained the following additional information: the system came back up after a hard power cycle and worked for the remainder of the procedure. The procedure was completed robotically in its original system configuration.